Event description:
It was reported that the user stopped using the ilet pump because it ¿does not work correctly,¿ with reported blood glucose readings between approximately 228¿250 mg/dl while on the pump, and the user had been off the pump for two weeks. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no medical or surgical intervention. Investigation included an attempt to review device data; the device was not synced and remote data retrieval was unsuccessful due to connection issues, so no device data were available for analysis. Investigation of this case revealed no confirmed device malfunction and no confirmed component failure due to the lack of available data. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.